Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
She stated that the bolt that goes to the top of the frame of the caster is broken off.